Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) system. The article indicated that the patient underwent a ¿valve-in-valve implantation.¿ the article further explains that ¿immediately¿ after the procedure, the right ventricular (rv) lead showed lowered impedance. The article stated that lowered lead impedances immediately after a procedure are ¿probably due to local stress on the lead.¿ additional information in the article indicated that the lead impedance ¿remained stable during follow up.¿ the lead appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transvenous valve-in-valve replacement preserving the function of a transvalvular defibrillator lead. Catheter. Cardiovasc. Interventions. 2014;84(7):1148-1152. (B)(4).